Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("dislodged essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe abnormal menstrual pain") and coital bleeding ("bleeding with intercourse"). The patient was treated with surgery (hysteroscopy, removal of dislodged essure device) and surgery (dilation and curettage). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine haemorrhage, dyspareunia, dysmenorrhoea and coital bleeding outcome was unknown. The reporter considered coital bleeding, device dislocation, dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislodged essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6). 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe abnormal menstrual pain") and coital bleeding ("bleeding with intercourse"). The patient was treated with surgery (hysteroscopy, removal of dislodged essure device) and surgery (dilation and curettage). Essure was removed on 7-feb-2011. At the time of the report, the device dislocation, uterine haemorrhage, dyspareunia, dysmenorrhoea and coital bleeding outcome was unknown. The reporter considered coital bleeding, device dislocation, dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6). 2011: full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged essure device') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe abnormal menstrual pain"), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage and hysteroscopy, removal of dislodged essure device). Essure was removed on (B)(6)2011. At the time of the report, the device dislocation, uterine haemorrhage, device expulsion, dyspareunia, dysmenorrhoea, coital bleeding, abdominal pain, back pain, menorrhagia, fatigue, hormone level abnormal, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, uterine haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain- abdominal pain, pelvic pain, back pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: new pfs received- new events added: abdominal pain, back pain, menorrhagia, expulsion, fatigue, hormonal changes, migraines, nausea, weight gain. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: was told it fell out and was replaced during surgery') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 695927,789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, coital bleeding, dysfunctional uterine bleeding, cesarean section and uterine dilation and curettage. Previously administered products included for an unreported indication: aleve. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe abnormal menstrual pain"), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage and hysteroscopy, removal of dislodged essure device). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine haemorrhage, device expulsion, dyspareunia, dysmenorrhoea, coital bleeding, abdominal pain, back pain, menorrhagia, fatigue, hormone level abnormal, migraine, nausea, weight increased, vaginal haemorrhage, alopecia, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she received treatment for pain- abdominal pain, pelvic pain, back pain, she received treatment for-vaginal bleeding, menorrhagia, migration. Current weight 160 lbs essure insertion date provided as (B)(6) 2010, (B)(6) 2011 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- lot number, new events-" vaginal bleeding, hair loss, stomach pain, leg pain", historical drug, medical history, reporters information was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: was told it fell out and was replaced during surgery') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 695927,789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, coital bleeding, dysfunctional uterine bleeding, cesarean section and uterine dilation and curettage. Previously administered products included for an unreported indication: aleve. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe abnormal menstrual pain"), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage and hysteroscopy, removal of dislodged essure device). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine haemorrhage, device expulsion, dyspareunia, dysmenorrhoea, coital bleeding, abdominal pain, back pain, menorrhagia, fatigue, hormone level abnormal, migraine, nausea, weight increased, vaginal haemorrhage, alopecia, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain- abdominal pain, pelvic pain, back pain, she received treatment for-vaginal bleeding, menorrhagia, migration. Current weight 160 lbs. Essure insertion date provided as (B)(6) 2010, (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Lot number: 695927 manufacture date: 2009-11 expiration date: 2012-11. Lot number: 789034 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.